Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) the device was received and analyzed. Analysis of the device showed eri (elective replacement indicator) due to high battery impedance. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the pacemaker indicated elective replacement indications. A premature depletion of the battery is suspected. The pacemaker was removed and replaced. No patient complications were reported as a result of this event.